Event description:
The pt's father reported that the pt has been experiencing withdrawal since pump replacement in 2006. The hcp reported that the pt was experiencing underdose symptoms of itching, return of spasticity and required dose increases from 330 mcg/day to 830 mcg/day. The catheter was replaced the following year, and the reason for removal was possible "break, tear hole".

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.